Event description:
This lead was capped and replaced due to impedance >2000. Noise seen but most likely due to unipolar sensing configuration that was unknown to practitioner. No noise seen at time it was capped, nothing reproducible.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.